Event description:
At the beginning of the surgery the intelijet unit began pumping at a high rate, no injuries or complications occurred. Unit was switched out and surgery was completed without further incident.